Event description:
Procedure type: ladg. According to the reporter: after the first firing was done and a nurse pressed the button for a long instance to remove the sulu, the cartridge automatically moved by itself. The calibration tones were heard and the cartridge was angled to right and left. Using a total of four ones to complete the case with no calibration and no abnormal working status confirmed. No patient harm. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).